Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument tip was melted. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use, with no damage noted. The damage was found while the instrument was being cleaned. The cannula was inspected prior to use. It is unknown if arcing was observed. Bipolar energy was being used when the issue occurred. There was no injury to the patient. The patient did not return back to the hospital after the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the bipolar yaw pulley near the grip cables. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Also, the instrument delivered energy on all attempts and there were no signs of arcing or conductor wire damage. Additionally, the fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal end. The grip cable was frayed and the yaw pulley had signs of thermal damage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.